Event description:
It was reported that there was no alleged product issues with the lead or implantable neurostimulator (ins) and both the lead and ins were explanted and replaced. It was stated that the patient did not receive symptom relief from their old lead. The patient¿s status was reported as alive with no injury. It was later reported that the patient was receiving effective therapy and the lead did seem to give the patient stimulation in the appropriate area. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v565966, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).